Event description:
During a low anterior resection procedure after firing the device and testing the anastamosis, there was a leak on the staple line. Upon further inspection, it was noted that the staples looked malformed. The procedure was completed with overstitches. The operating room tiem was extended by 30 minutes. There was no pt consequence.